Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a damaged downstream occlusion (dso) sensor. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a damaged downstream occlusion seal. Functional and visual tests were performed and the reported issues was duplicated. The probable cause of the reported issue was due to a degraded downstream occlusion seal. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.